Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure the catheter leaked. There was no adverse event reported. Additional information has been requested, however it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure the catheter leaked. There was no adverse event reported. Additional information has been provided: when testing the catheter for any leakage, no visible tear was found. After inserting the catheter, the physician observed that the catheter, which was inserted into the skin, started to expand, so he pulled the guide with stronger pressure as it was not pulled smoothly at first. When the guide was pulled, it was found to be partially torn, so it was replaced with a new one, and the procedure went successful.

Manufacturer narrative:
A review of the complaint history, device history record, quality control, trends, and a visual inspection of the returned device were conducted during the investigation. The actual device that is the subject of this report was received and visually examined. A leak was confirmed at the base of the manifold. Visual inspection showed a longitudinal tear in the catheter near but not involving the hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.